Event description:
It was reported that the atrial lead dislodged post-operatively. It was noted that the patient was atrial fibrillation. The atrial lead was repositioned and remains in use. It was further reported that when the device was reconnected after the atrial lead repositioning, there was intermittent capture on the ventricular channel. The ventricular lead was re-seated several times without resolution. The device header was examined and there was dried blood present in the header. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID mcs-p3-29-aoa-us transcatheter valve implanted: 2015 (B)(6). (B)(4).